Event description:
It was reported that the patient underwent explant of the intraocular lens (iol) two days post op due to a posterior capsule tear that was surgery related. The lens was replaced with a monofocal lens. In follow-up it was stated that the lens was in a secure position initially and on post op day one (1), it was noted that the lens was in a subluxation position and noted retained cortical material in the anterior chamber. An anterior vitrectomy was performed and a new lens was implanted. It was stated that the incision was not enlarged. The patient was reported to be doing well and no further complications were reported. No further information was provided.

Manufacturer narrative:
(B)(4). Explant of intraocular lens. The manufacturing records for the intraocular lens (iol) were reviewed and showed no deviations or nonconformities. The diopter measurement records were verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 19.5 diopter for this lens. The batch passed all acceptance criteria for all tests performed and was within all specifications placeholder.